Event description:
It was reported that during interrogation the device was observed to be at eol. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was explanted after reaching eos. A longevity calculation was performed and was found to be within the expected limits. With an external power source attached, the device functioned normally when tested on the bench and using automated test equipment.